Event description:
It was reported that the customer was transported by emergency medical services to the emergency room (ER) due to blood glucose (bg) level ranging from 40-45 mg/dl. The customer was treated with intravenous fluids of saline and insulin to address bg level and was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, the customer delivered multiple boluses based off an inaccurate continuous glucose monitor (cgm) reading. The customer was unable to provide a cgm blood glucose (bg) reading and meter bg reading at the time of the event. Tandem technical support performed a pump system check and confirmed that the pump performed as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.